Manufacturer narrative:
Upon investigation, spacelabs has identified that the reported issue was caused by faulty display port cables. Spacelabs field service engineer has replaced the cables and there have been no further reports of similar issues at this customer site. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on november 6, 2019 that the xhibit central station for telemetry went blank and could not be recovered for 15 minutes. No injury was reported in association with this event.